Manufacturer narrative:
Additional information obtained indicated that the patient was reported to be male with a medical history of coronary artery disease (cad). The target lesion was an ostial diagonal lesion. The lesion was pre-dilated. The physician was not able to access/cross the lesion and when the sds was removed, the edge of the sds appeared to be "rough" as described in the event description. The physician attempted to cross the lesion with another (unknown) stent and was again unsuccessful. After multiple attempts, the physician was unable to access/treat the lesion and the procedure was completed without any reported patient injury. No additional information is available. A report was received that a cypher sds was associated with strut uplift. The event involved a male patient with a history of cad. The reason for his admission to hospital was not reported; but an angiogram revealed a lesion in his diagonal that was described as ostial. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesion. The lesion was pre-dilated prior to the introduction of a 2.50 x 23 mm cypher stent. Attempts to cross the lesion were unsuccessful and the sds was removed without any injury to the patient. Upon removal the edge of the stent appeared "rough" the physician then attempted to cross the lesion with another product, but was again initially unsuccessful. He was eventually successful at crossing and treating the lesion with another product. Attempts to obtain further info have been unsuccessful. The product was returned for evaluation with it's associated stent. Visual examination revealed that the distal stent struts were uplifted. The outer body was also torn near the guidewire exit port. The crossing profiles of the mid and proximal aspects of the stent were measured and found within specification. A DHR review could not be performed since the lot number was not provided. The reported failure was confirmed by analysis. The distal outer body was torn and the distal stent struts were uplifted; though the causes of these events could not be conclusively determined. Based on the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are vessel factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.

Event description:
The report received from the field indicated that during an interventional procedure, the stent delivery system (sds) of the cypher 2.5 x 23 mm stent was noted to be jagged at the proximal end of the delivery system. It was described as looking "rough". There was no reported patient injury. The complaint was originally determined to be not reportable. When the product was received for inspection, the distal stent struts were noted to be uplifted.